Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis of two previously deployed overlapping stents and was located in the mildly tortious and severely calcified common iliac artery. A 6.0mm x 40mm x 135cm sterling¿ balloon catheter was advanced for pre-dilatation. However, device failed to cross the lesion and when the balloon was inflated at 8-10 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.